Manufacturer narrative:
Block b3: exact date unknown, event occurred since device implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation, and the implantable pulse generator (ipg) has reached end of life was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.